Event description:
It was reported the patient experienced pain and a loss of therapeutic effect while staying at a hotel. The patient went to the emergency room. The evaluation confirmed no visible damage to the components and ruled out infection. It was later reported the device was removed. Additional information has been requested from the hcp, but was not available as of the date of this report.